Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr450 23.5 diopter was explanted due to patient having poor visual acuity and myopic outcome. Patient visual acuity: visual acuity pre-operative: ra (right eye) -1.25 -2.25 / 22 degrees = 0.5; la (left eye) + 1.75 -3.75 / 33 degrees = 0.6. Visual acuity post-operative: rasc (sans correction) 0.6p; la -0.5 -2.5 / 175 degrees = 0.5.

Manufacturer narrative:
Additional information: information was received clarifying the event. It was learned that 2 weeks post-operative, patient had a bad visual acuity on the right eye caused by increasing gliosis with overcorrection and decentered iol. The patient was experiencing reduced visual acuity and rotation of iol myopisation. The physician noted that maybe a weaker symphony or monofocal iol would be better for the patient. Additional comments on the form: right eye (ra) good corrected, epiretinal gliosis, left eye (la) overcorrected with myopisation, turn of planned iol axis (114°) counter clockwise to 140°. Through follow up it was clarified that the patient pre op had a refraction of +1.75 -3.75 33 degrees, visus 0.6 on the left eye (la). The zxt450 iol was implanted on (B)(6) 2016. Patient's post op refraction on (B)(6) 2016 la: -0.5 -2.0 175 degrees, visus 0.63. According to the physician the patient could not implement the optical system of the tecnis symfony toric. The images could not be processed properly. On (B)(6) 2016, the lens was explanted and replaced with zct450 22.5 diopter iol. Visus la sphere (sph): + o.5 visus 0.6 (autorefractometer). The patient was very satisfied with the results. Adverse event and/or product problem: both adverse event and problem. If implanted, give date: (B)(6) 2016. If explanted, give date: (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the first follow-up report. The customer indicated that the affected eye was for the patient's right eye. However, new information was received and clarified that the affected eye for this event is for the patient's left eye. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.